Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl. The patient treated via insulin pump bolus. The customer's blood glucose at the time of call was 260 mg/dl. Troubleshooting for the high blood glucose was declined. The customer was advised to change their insulin, infusion set, and reservoir and resume insulin pump therapy. The insulin pump was not returned for analysis.